Event description:
Account stated they have three pt urinary alcohols that were initially 23/34/21 mg/dl and repeated as less than or equal to 10 mg/dl. The incorrect results were not reported. The field service rep found the stirrer rinse wells were not getting enough water and repaired the instrument by decontaminating the lines and flushing the rinse mechanism.